Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer site. The fse performed a decontamination on the ion selective electrode (ise) module, rebuilt the ratio pump, replaced the carbon bridge, and replaced the sample probe assembly to resolve the issue. (B)(4).

Event description:
The customer reported obtaining false low sodium results involving the unicel dxc 800 pro synchron system. Although no patient data was provided, the customer noted a magnitude of error of 5 mmol/l. The instrument generated "ise drift errors" during time of event. The customer reported the false low na results outside the laboratory. The customer repeated the samples on an alternate dxc and obtained na results considered correct. There was no effect to patient treatment in connection to event. The customer indicated 91 patient results were corrected.